Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:29:41. During night drain cycle four, the patient's ultrafiltration reading was 738 ml, indicating the home patient (hp) drained 738 ml more than their maximum programmed fill volume of 1000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had inappropriately bypassed a low drain volume alarm. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. Should additional relevant information become available, a supplemental report will be submitted.